Manufacturer narrative:
(B)(4). Batch # n90x22. Maude report number: mw5065274: harmonic tip broke/melted on pt use. Additional information was requested and the following was obtained: please, explain the issue with this device. (Harmonic) did the white tissue pad melt? Yes, the tissue pad melted according to surgeon which then led to a piece breaking off. Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Tissue pad melted which led to the piece then breaking off did the active blade break off of the device? No blade was noticed to be broken did any detached part of the device fall into the patient? Melted/broken off pad fell into patient. If yes, was the detached part removed from the patient? Piece was retrieved from patient. Did this cause a change in the plan of care for the patient? No change of care for patient. The analysis results found that the device was received with the tissue pad detached and returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic splenectomy procedure, a harmonic instrument was being used in the procedure and was sealing fine, but the surgeon noticed pieces of the tissue pad came off the device and fell into the patient. The pieces were retrieved and saved. Another harmonic device of the same product code was used to complete the procedure. There were no adverse consequences for the patient.